Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has a lead in the cervical region. It was reported, the pt felt ineffective stimulation coverage. X-rays showed no lead anomalies. The surgeon reported, the lead is in the correct location to cover her pain areas and is not sure why effective coverage cannot be achieved. The surgeon stated, it was too risky to remove the device unless absolutely necessary. It was reported, the pt will continue with medication management of her pain, and she will use the device periodically and assess her pain relief.